Event description:
A customer's wife reported the customer was receiving erratic and high readings on his adc meter. As a result of these issues, the caller stated the customer "was not properly treating himself and fell injuring his back." The caller reported readings taken on (B)(6) 2011 of 368 mg/dl at 10:25 (am/pm not specified), 77 mg/dl at 10:26, 56 mg/dl at 10:27, and 76 mg/dl at 10:40. The readings could not be plotted due to the customer eating between tests. The caller reported that at 10:26 the reading of 77 mg/dl was obtained, and the customer experienced symptoms of "shaking uncontrollably, his face is pale, his eyes are glassy looking, his speech is slow, and he felt agitated." The caller further reported the customer experienced a loss of consciousness. No third party medical intervention was reported. The customer self-treated with "apple juice and ate some grapes to counteract the symptoms". There is no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Investigation was performed on returned product. All results were within the range specification and no errors were observed during control solution testing. The readings the customer reported were found in meter memory. In addition, retained test strip samples from the same lot reported by the customer (1176642) were tested with control solution.the complaint was not confirmed and no new issues were observed.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is available.